Event description:
It was reported that during a da vinci-assisted gastric bypass (roux-en-y) surgical procedure, the field service engineer (fse) was informed that the universal surgical manipulator (usm) carriage was loose. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the clinical sales representative (csr) confirmed the event date of (B)(6) 2022 and procedure of gastric bypass. The issue was identified during the procedure and ports were placed at the time. The system functionality was checked upon powering on the system and the system initially powered on without errors. Technical support was not contacted for troubleshooting. The physician¿s assistant was able to temporarily fix the arm to complete the case. The damage had affected the arm functionality at times. The surgeon continued using the arm. The procedure was completed robotically using all four arms. The csr stated they were not present during the issue. The surgeon had called them after the case and stated they were able to work through it. The csr also noted that the same surgeon had another case to follow, and they were able to make the usm fork for that case as well. Patient information was requested but not provided.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse confirmed physical damaged to the universal surgical manipulator (usm) and replaced it to resolve the issue. The system was tested and verified as ready for use. Isi did receive the usm involved with this complaint to perform failure analysis. The usm came in with a reported problem of physical damage to the carriage. The reported problem was replicated and confirmed to have happened in the field. The usm was tested on the in-house system in normal mode where it triggered no error. The usm was also tested on the pftp and triggered no errors. As a fix the linear rail will be replaced to address the customer reported problem. The complaint regarding usm damage was confirmed based on the field evaluation and failure analysis, which indicates that the device did contribute to the customer reported issue. Isi reviewed the site¿s complaint history, which does not reveal any related or duplicate complaints involving this product and/or this event. A review of the site¿s system logs identified two gastric bypass (roux-en-y) procedures and one sleeve gastrectomy were performed on (B)(6) 2022 on system (B)(4). This complaint is considered a reportable event due to the following conclusion: a usm was in an unacceptable state after the start of the procedure. The surgeon was able to continue with the procedure robotically with four arms, however, the usm required replacement. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a conversion/abortion.